Manufacturer narrative:
H6 component code was corrected from imager to probe and lenses. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As the actual device has not been returned to the quality department in the shirakawa factory, detail condition of the actual device cannot be confirmed. Therefore, based on the obtained information from the investigation result, presumed cause could not be identified. There was no information that could be judged to be caused by the user's misuse, so it is not applicable. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.